Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): under infusion

Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. The sample was subjected to a visual and functional examination. A long term test was performed. No malfunction occured during the test. The flow rate were the same as in the history log files be recognized. All determined values were within specification. The complaint is not justified. The investigation did not reveal a technical defect of the pump.